Event description:
It was reported that this right atrial lead exhibited high out of range pacing impedance measurements. A lead fracture is being suspected; however, it has not been confirmed. This device was reprogrammed and a system replacement is being scheduled for the near future. At this time, this lead remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this right atrial lead exhibited high out of range pacing impedance measurements. A lead fracture is being suspected; however, it has not been confirmed. This device was reprogrammed and a system replacement is being scheduled for the near future. At this time, this lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that this lead was surgically abandoned and replaced. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b1: adverse event/product problem, b2: outcome attributed to adverse event, b5: describe event or problem field, h1: type of reportable event, h6: impact codes.